Event description:
An angiodynamics territory manager reported an issue with a pvak -- 400 micron perforator and accessory vein ablation kit. During a two-site procedure, a crack was found in the distal portion of the catheter, with the plastic still intact. The entire catheter was removed from the patient's leg; however, when it was examined, a small remaining bridge of coating separated and went into two pieces. The second site was treated using another same device and the procedure was completed successfully and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The reported device has not yet been returned to the manufacturer, despite multiple attempts to obtain the sample. An investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference pr (B)(4).

Manufacturer narrative:
The customer's reported complaint description of fiber fractured inside of the patient was not confirmed due to no complaint sample being returned for evaluation. Without receiving the complaint sample for evaluation, a definitive root cause could not be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (16601410-01) which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).